Manufacturer narrative:
Follow-up #1: date of submission 04/18/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: a review of the black box showed an unexplained loss of prime followed by two no cartridge detected warnings. A power on reset occurred and powered back on but the time/date was not corrected followed by another no cartridge detected warning. Insulin deliveries were resumed. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with a 2 unit per hour basal rate and the basal rate correctly showed two units and the total daily dose showed 48 units of insulin. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The correct force was detected. The pump cover was removed to find the force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces were found. No evidence of internal moisture was found. No alarms occurred during investigation. The history settings issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 581 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.